Event description:
A customer reported a complaint of imprecise sequential readings on their adc blood glucose meter. The customer obtained readings of 501 mg/dl, 501 mg/dl and 155 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Device was received for investigation and the customer's complaint was not confirmed as the alleged failure could not be duplicated. However, the customer's readings fell within the c zone of the parkes error grid and therefore, are reportable due to clinical significance. No adverse event was reported, no third party medical intervention was required. Customers and retailers have been informed through the adc fa16may2006 letter.